Event description:
It was reported that two mesa polyaxial screws fractured post-operatively. Revision was performed along with an extension. The shafts of both screws remain in the patient as they could not be removed. The surgery was completed with a 30 minute surgical delay. This report represents the first of two screws.

Manufacturer narrative:
D.9 was updated to reflect product return. Visual inspection: the device was inspected. It was observed that the screw shaft was fractured and consistent wear was seen. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Non-union may have contributed to the failure. Per the mesa surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. However, the root cause for the polyaxial screw fracture could not be determined conclusively.

Event description:
It was reported that two mesa polyaxial screws fractured post-operatively. Revision was performed along with an extension. The shafts of both screws remain in the patient as they could not be removed. The surgery was completed with a 30 minute surgical delay. This report represents the first of two screws